Event description:
It was reported that after a lead was added, there were high impedances. During the lead addition procedure, the device wasn¿t charged so they were unable to run impedances. However, a multi trialing lead cable and an external neurostimulator were used and impedances were fine. The patient had full stimulation down both legs. When impedances were checked the day of the report, all contact pairs were greater than 40 ,000 ohms. On one program, the patient had a little bit of stimulation near their stomach. There were no falls/trauma since the implant. An xray was advised. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).